Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
An implant registration card was received which had written on it, ¿patient deceased.¿ obituary confirmed death date of (B)(6) 2024.

Manufacturer narrative:
The manufacturing records for onxace-23 sn (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. An onxace-23 sn (B)(6) was implanted on (B)(6) 2024 in a 56-year-old male. Device tracking was notified on (B)(6) 2024 via a notation on the device registration card that the patient was deceased. An investigation was started, and additional information was requested and received on (B)(6) 2024 that the patients cause of death was secondary myocardial infarction from embolization of vegetation in the common trunk coronary. The patient was being treated for endocarditis at the time of implant. The valve was not returned for inspection and no medical records were provided for this event. However, based on the surgeon¿s statement, we can conclude the cause of death was a myocardial infarction secondary to vegetation thromboembolism while being treated for endocarditis. Therefore, we can conclude that the valve itself did not contribute to this unfortunate clinical outcome. Although there is no evidence of valve involvement, the instructions for use for the on-x valve lists death as a possible complication of mechanical heart valve replacement [IFU]. Predictions of operative mortality after aortic valve replacement surgery show an operative mortality rate of (B)(4) (bowdish). Risk has been reduced as low as possible and overall residual risk is acceptable. This report is being submitted as required by regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion. References: bowdish, et al., the society of thoracic surgeons' adult cardiac surgery database: 2020 update on outcomes and research, ann thorac surg 2020;109:1646-1655. On-x instructions for use including aortic valve inr 1.5-2.0 update. Http://www.onxlti.com/IFU.